Event description:
Information received indicates the reverse trendelenburg function is not working.

Manufacturer narrative:
The technician found the reverse trend micro switch was not closing. The technician replaced the switch to repair the bed.